Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p55 had leaked into the bladder. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: yes.

Event description:
It was reported that bd phaseal¿ protector p55 had leaked into the bladder. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon inspection of the returned sample, liquid was observed within the expansion chamber. As a lot number is unknown for this incident, a production history review could not be performed and additional retained samples could not be investigated. If the protector is used more than once, liquid can accumulate within the protector and the filter may become oversaturated. If the filter is oversaturated, the pressure will prevent proper air release to the expansion chamber. This pressure may also occur if liquid accumulates within the internal face of the vial rubber stopper. It is important to follow the instructions for use when injecting air into the vial and withdrawing the drug from the vial. Based on the above information, an exact cause for this issue could not be determined.

Event description:
It was reported that bd phaseal protector p55 had leaked into the bladder. There was no report of exposure, serious injury or medical intervention.